Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, , model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7987688. Common device name: kit implantable slim tip lead, , model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7987688.

Event description:
It was reported that the patient's right l5 and left s1 drg leads had migrated due to which the patient was unable to set their ipg mode. As a result, surgical intervention may take at a later date to address this issue. It is unknown which two leads had migrated.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, both leads were explanted, and one was replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The report of ¿low impedance¿ was not confirmed. Analysis and testing of lead a found it passed continuity resistance and isolation resistance testing. The report of lead ¿migration¿ was not confirmed. Confirmation of ¿migration¿ by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event